Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan and presented in clinic for routine follow up after receiving a vibratory alert. Upon interrogation, it was noted that the device was in back up vvi with loss of high voltage (hv) therapy. A device download was performed, and the device was restored to its normal function. The patient was asymptomatic and stable throughout.